Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 2.25 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was 0.0380, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage a visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-mar 2020. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 70-80% stenosed, eccentric target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A non-bsc guidewire with a non-bsc buddy wire were advanced but failed to support advancing the stent. Predilation was performed with a non-bsc balloon and then a 24 x 2.25 promus premier drug-eluting stent was deployed. However, the stent failed to cross the lesion. Another 24 x 2.25 promus premier drug-eluting stent was deployed and the procedure was completed. No patient complications nor injuries were reported and the patient status was stable. However, returned device analysis revealed stent damage.